Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06318, 3006705815-2021-06319. It was reported the patient was not receiving effective therapy therefore the leads were explanted and replaced to address the issue. The patient also had pain at the ipg site therefore the ipg pocket was repositioned on (B)(6) 2021 to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.